Event description:
Reporter indicated a vns therapy patient presented at routine office visit with high lead impedance. The patient's device was disabled and has been scheduled for vns therapy system replacement surgery in "about 2 to 3 week." Good faith attempts to obtain additional information have been unsuccessful to date.